Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 100 mg/dl on the contour next link he felt as if his glucose was low, so retested on a different meter and the reading was 55 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips were not expected to be returned for evaluation. Strip information was not provided. A new meter was sent to the customer.